Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib disabled" messages. The complainant alleged that when attempting to charge the device it shut off. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.